Event description:
On (B)(6) 2013, patient reported insulin leaked into the cartridge compartment of the infusion device. The adapter is new and dry. She believes the leak caused a large air bubble to form in the infusion tube, which was noticed after showering. The infusion tube was correctly connected to the adapter. She experienced hyperglycemia of 400 mg/dl as a result, and her target range is 150-200 mg/dl. She reported she over-corrected, and this caused her blood glucose to decrease to 60 mg/dl. She did not require treatment from a healthcare professional or second party to address the issue. The infusion device, infusion set, cartridge, and adapter were replaced and requested for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint describing a leakage cannot be verified. The received used cartridge was visually, leak, and glide force tested. The cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The adapter passed the optical inspection. The returned used headset and transfer set were visually inspected and tests for flow and tightness were performed. All test results were within specifications.